Event description:
It was reported that during a cartridge change the insulin leaked and no drops were observed, preventing continuation, after which the user repeated the procedure with a new steel cannula set and confirmed drops, completing the supply change; replacement supplies were arranged. Customer care provided support with replacement logistics. Investigation of this case revealed that the issue resolved after replacing all supplies, consistent with a transient setup or connection issue leading to leakage and absent priming drops. No symptoms during the event reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that user setup factors or a faulty disposable component were the likely causes.